Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to verify motor position encoder error alarm due to motor error alarm during rewind.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.